Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error and high blood glucose event. The customer¿s blood glucose was 400 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed button error while trying to deliver a bolus. Button error troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 400 mg/dl and treated. Customer's parent declined high blood glucose troubleshooting. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted. However up arrow button did not respond due to corroded keypad trace. Unable to perform basic occlusion test, occlusion test, prime test and excessive no delivery test due to button keypad anomaly.